Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was occluded the following information was received by the initial reporter with the following verbatim: it was reported by customer that filter would not flush.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported leaking at filter and distal tubing, and returned 1 sample of material mz9270, lot 24039216. The sample was infused with water, and the occlusion was confirmed. The set was returned to the filter supplier for further analysis. The supplier investigation confirmed the occlusion, but did not find any issue with the filter. The root cause could not be determined by the supplier.

Event description:
No additional information.